Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service in 2009, alleging that the lancet holder of her onetouch lancing device became damaged three days prior. She claimed that 1 day and 16 hours after the reported issue occurred, she developed frequent urination, which is suggestive of hyperglycemia. The pt denied receiving any form of treatment and no blood glucose results were reported. According to the troubleshooting performed by customer service, there was no misuse of the lancet device. This complaint is being reported because, the pt allegedly developed symptoms suggestive of hyperglycemia after the lancet holder became damaged. Replacement products were still sent to the pt.